Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a detection issue. Detected but not there. The customer wants to know if the device detection system can detect the product, the patient was wearing a diaper with an imbedded rf chip. There was no patient injury.